Event description:
It was reported that this inflatable penile prosthesis (ipp) was not functioning properly due to the pump not being able to bounce back. The device was explanted. No patient complications were reported in relation to this event.